Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1.0 cc of juvéderm voluma® xc in the cheeks. Seven days later, patient experienced eye swelling, no pain and no redness. Patient was treated with prednisone and keflex and event completely resolved approximately two weeks later. Two days later, patient stated the swollen has developed again and was treated with hylenex. Two weeks later, patient still has bilateral swelling at all injection sites. Approximately another two weeks later, patient swelling increased with abscess and one of the injection sites appeared to be infected. Patient came back to the office five days later and there were more abscess. A culture was performed and patient was prescribed doxycycline. Event has not been resolved.